Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements reaching out of range. Device data was sent to engineering for review. Data analysis revealed the shock impedance measurements reached 139 ohms. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradually increasing in impedance on the associated unknown right ventricular (rv) defibrillation lead. (B)(4) (ts) reviewed the device data and confirmed that the rv pacing impedance has gradually increased from approximately 600 ohms at implant in (B)(6) 2013 to a current measurement of approximately 1100 ohms. Ts indicated that 1100 ohms is likely within a normal range; however, the normal pacing impedance range cannot be confirmed as the rv lead is unknown. It was confirmed that there was no evidence of any noise, shock impedance had been stable between 45 ohms and 55 ohms, and there were no other lead characteristics that would suggest a potential lead issue. Ts suspected that the gradually increasing pacing impedance measurements were likely related to changes in the patients condition rather than a potential issue with the lead or device. It was recommended to continue to monitor all the rv lead diagnostics to ensure integrity of the lead. The above-referenced device and associated rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This report is being filed for correction to field b5 describe event or problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements reaching out of range. Device data was sent to engineering for review. Data analysis revealed the shock impedance measurements reached 139 ohms. This device remains in service. No adverse patient effects were reported.